Event description:
In 2006, at an outside hosp, this pt had a diagnostic procedure of the common femoral artery wher they closed with manual compression. The pt was transferred to this hosp. On one day later, a physician attempted arteriotomy closre in the common femoral artery after an interventional procedure using the starclose device to achieve hemostasis. The site was in the same vessel as the procedure the next day before. One hour later the pt experienced a drop in blood pressure and a vagal response. The pt had experienced excessive coughing as well. The retroperitoneal bleed was identified on the CT scan. The pt received three units of blood. The pt's hospitalization was prolonged by one day or longer.

Manufacturer narrative:
The device was not returned and there was no lot info. Co was not able to perform device inspection or device history record review in this case.